Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports pt/inr unexpected results on a (B)(6) patient. There was no additional patient information available at the time of this report. Date, method, time, inr, (B)(6) 2013 I-stat, unk, 4.2; (B)(6) 2013 stago, unk, 3.4. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).